Event description:
Finally rn reported the eco set broke in the middle of the night. The connector farthest away from the pt separated and woke the pt up. Pt has peritonitis. Will call rn on 6/17/98 for details. 6/17/98 left a voice mail for the rn to call co back. 6/18/98 spoke with the rn who stated it was the snap-disconnect which came apart. Incident took place on 6/10, had a clinic day on 6/11, rec'd initial dose of vancomycin and gentamycin, on 6/12 had cloudy effluent. Cultures were negative. Will receive a second dose of vancomycin per the facility's protocol.